Event description:
It was reported that the patient presented in hospital for follow up. Upon interrogation, the right ventricular lead exhibited a decrease in sensing, high capture threshold, and a decrease in pacing impedance. X-ray revealed that there was possible micro-dislodgement. No device intervention was performed. Patient was stable and will continue to be monitored.

Event description:
New information received stated that the patient was seen in clinic. The thresholds of the right ventricular lead remained stable. No device intervention was performed.